Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to the service facility for evaluation. During the evaluation, the reported issue of probe is failing the assessment test was confirmed. The prevue ii traditional probe displays 1 failed transducer element on the right side of the probe. The probe displays a dark spot on the right side of the image due to the failed transducer element. These issues are due to an internal failure within the probe.

Event description:
It was reported that probe failed element test. (B)(6) 2026 it was found during an investigation there is a dark spot in the image due to the element failure.